Event description:
It was reported the device was used on a thoracoscopic wedge resection procedure. It was reported the ez45b worked fine for three firings. Upon the fourth firing there were several manipulations to position the device across tissue. During the fourth firing there was a loud crunch sound. Upon opening the device it was discovered the stapled line was incomplete with malformed staples and there was no cut line. Another ez45b was opened to complete the procedure.